Event description:
It was reported that the ventricular lead exhibited a sensing anomaly. It was suspected that the leads were reversed in the pulse generator header. A chest x-ray indicated a possible lead dislodgment. The lead remained implanted and the patient was in normal condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.